Manufacturer narrative:
There was no reported device malfunction and the product was not returned. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot and relabeled lot that would have contributed to this event. The reported patient effects of angina and thrombosis are listed in the electronic instructions for use everolimus eluting coronary stent systems xience sierra ce as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the non-tortuous, 100% stenosed left anterior descending coronary artery. The patient presented with unstable angina. A 3x38mm xience sierra stent was implanted on (B)(6) 2021, and the patient developed angina. Thrombosis was confirmed by angiography 20 minutes later, so medication and an unspecified balloon were used as treatment. The patient is fine, and there was no clinically significant delay in the procedure. No additional information was provided.